Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the customer was driving, had an automobile accident and ended up in a creek. The customer was hospitalized and experienced soreness and bruising. Customer's blood glucose was 154 mg/dl. It was stated the accident was not related to customer's diabetes. The insulin pump was exposed to fluid with no moisture visible in the device. There was no button error alarm and the device passed a self-test. The insulin pump will not be returning for analysis at this time.